Event description:
Customer requested an event log review to check programming. A monoject 35 ml syringe was used to infuse midazolam. The syringe volume was set to 30 ml, and the rate was set to 7 mg/hr. Nurse observed syringe empty alarm. However, 3 ml of midazolam remained in syringe. There was no patient harm or medical intervention. Although requested, no further patient or event information was provided.

Manufacturer narrative:
(B)(4). No devices received, log review only. The customer's request for a log review was completed. The pcu event log showed that on (B)(6) 2013 at 4:40am, the user selected a syringe type (terumo 30ml) other than the reported syringe type (monoject 35ml) which was loaded in the pca device during initial programming of the pca device. The user programmed drug ID 161 (midazolam) as a continuous infusion at a rate of 3.5ml/hr; the syringe volume was calculated as vtbi of 25.7434ml. If the monoject 35ml syringe had been selected, the volume would have been calculated closer to the 30ml starting volume the customer had reported. Approximately seven hours later, a syringe empty alarm occurred on the pca device. Approximately one and a half hours after, the pca device was removed and another pca device was attached. The newly attached pca device was then programmed to use a monoject 35ml syringe type in which the infusion ran as expected. The root cause of the customer's report was due to a user programming error of selecting the incorrect syringe.